Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs2567 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch that the patient had a single lumen groshong catheter via the right internal jugular vein. The nurse had drawn blood from the catheter without any problems and was flushing the catheter with saline. The central line ruptured with saline spurting out of small holes in the catheter. The catheter was repaired by the infusion specialist.